Event description:
It was reported that a dissection occurred. The target lesion, located in the mid left anterior descending artery, was predilated with a 2.0 non-compliant balloon. A 3.00 x 28 promus premier select was deployed. A non-flow limiting distal edge dissection was noted and covered with an additional stent implanted between the proximal and distal stent. The patient experienced chest pain as a result of the dissection. The procedure was completed successfully and the patient fully recovered.